Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, episodes of noise reversion were observed. The noise was unable to be reproduced with isometrics and pocket manipulation. It was noted that the patient had a fall and was symptomatic to testing due to no underlying rhythm. Further testing was recommended.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016 to resolve the issue. The patient did not present with symptoms and was fine in the recovery room.